Manufacturer narrative:
The associated device was returned and evaluated. A visual inspection confirms the reflection cup positioner is fractured at the narrow shaft section of the impact pommel. This was likely due to fatigue loading of the weld joint caused by repeated impacts. The broken piece was returned with the device. The device shows significant signs of wear/usage. A review of complaint history revealed similar events for the listed batch, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. Assessment of historical escalated cases concluded that there are no prior actions related to this device and failure mode. A contribution of the device to the reported event could be corroborated as the device shows signs that the device was damaged. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. A visual inspection confirms the reflection cup positioner fractured at the narrow shaft section of the impact pommel. This was likely due to fatigue loading of the weld joint caused by repeated impacts. The broken piece was returned with the device. The device shows significant signs of wear/usage. A supplemental report will be sent with the complete results of investigation. Internal complaint reference (B)(4).

Event description:
It was reported that an offset ref cup pos/impactor was damaged and needs to be replaced. It is unknown whether the event happened during surgery and if there was patient involvement. The investigation found that the reflection cup positioner fractured at the narrow shaft section of the impact pommel.